Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences heating at the ipg site when stimulation is increased. The heating goes away when stimulation is decreased. It was also reported the pt experiences pain/discomfort at the ipg site due to the ipg being superficial. The pt's doctor examined the ipg site, but does not plan on addressing the issue(s) at this time.